Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the customer was having high blood glucose. Customer's blood glucose was 489 mg/dl. Device alarmed a max bolus error alarm. Customer's blood glucose went up to 515 mg/dl at time of call. Customer's blood glucose fluctuated at time of call. Customer went to the doctor and had his blood glucose under control. Customer will not be returning the device for analysis.